Event description:
The lay user/reporter contacted lifescan and alleged that the lay user/patient's one touch ultra meter was reading inaccurately erratic. A pt reported blood glucose results of 224 mg/dl and 300 mg/dl with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The reporter was walked through two consecutive control solution tests and the results fell outside the specified range. Replacement control solution and test strips were sent to the lay user/patient.